Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a severely calcified lesion in the right coronary artery (rca). After 50 pulses were delivered, the ivl balloon ruptured and perforated the rca. The physician tried to deliver a papyrus covered stent but was unsuccessful. A 2.25 x 15 balloon was used to occlude the perforation for 60 seconds, and again attempted to deliver a covered stent with a different guide catheter which was unsuccessful. A drug eluding stent (des) was then delivered proximal to the perforation, and the patient was stable at the conclusion of the procedure with a small residual perforation in the mid rca. The patient was transferred to the ICU, and then transferred to another hospital. A balloon pump was surgically inserted, and the patient was monitored. Current patient status is unknown.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of balloon rupture was confirmed. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. The patient was noted to have a severely calcified rca. The relationship between the ivl balloon rupture and the reported perforation could not be determined with the information available. This is a known inherent risk with the procedure and the use of the device. The shockwave intravascular lithotripsy (ivl) system with the shockwave c2+ coronary ivl catheter generates acoustic pressure pulses within the target treatment site, disrupting calcium within the lesion allowing subsequent dilatation of a coronary artery stenosis using low balloon pressure not to exceed 4 atm during ivl treatment, and 6 atm for post dilatation. The pressure used for the ivl balloon catheter is much lower than other balloon catheters used in percutaneous coronary intervention (pci), thus the risk associated with loss of balloon pressure during ivl catheter use is negligible. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. The root cause for the subsequent perforation of the patient could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.